Event description:
It was reported that during a laparoscopy, a small piece of the distal end of the cannula was missing. Unk if it broke off prior to the start or during the case. No pt consequences.